Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, on clipping the staple line because of little bleeding, there were issues experienced with the loading or firing of the clips, the clips were not able to be fired from the device. The surgeon used another device to complete the case. There was no patient injury.